Event description:
It was reported that during implant, there was a rise in right ventricular (rv) lead impedance after the lead was placed. An attempt was made to retract the helix for verification, but it did not return. It was further reported that it was suspected that a piece of tissue may have been caught. When the screw was checked outside the body, it initially did not extend. After repeatedly inserting and removing the stylet, the screw was able to extend. The rv lead remains in use. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rising impedance was out of range (oor) high pacing impedance.